Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). A 6.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. Gladiator elite balloon catheter was advanced to the target lesion for dilatation. Upon reaching the lesion site and during inflation, the balloon ruptured at 15 atmospheres of pressure. The device was removed, and the procedure was completed using another of the same device. No patient complications were reported as a result of the event. The patient remained stable following the procedure.